Manufacturer narrative:
There is no suspected device failure. Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: lamers l, garn b, ellsworth e, graziano jn. Decreased incidence of right-ventricular outflow tract complications using a retrograde snare technique for radiofrequency pulmonary valve perforation. Pediatric cardiology (2012); pg 1-6. As per this article, "after the procedure, four patients had arterial thrombus documented by ultrasound with decreased perfusion distal to the site of femoral artery access."